Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, there was a problem with the e-100 generator. The customer was unable to cut. The customer was not able to use the monopolar energy with the erbe generator. The customer changed the energy cord and monopolar instrument. The intuitive tech support engineer (tse) suggested trying the upper monopolar connector on the erbe generator. The customer stated they would call back. The procedure was converted to laparoscopic. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the port sizes were not increased. Additional ports were not added. There were no reports of patient injury. The procedure was converted to laparoscopic surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed for the integrated electrosurgical unit (iesu). There were no issues with the e-100 generator. The fse replaced the iesu due to the c-01 error. The system was tested and verified as ready for use. Isi has received the iesu and completed the failure analysis investigation. The iesu was analyzed, and the energy errors were reproduced. On startup, the iesu displayed u-02 error. Failure analysis was unable to check settings. The screen went blank. The complaint was confirmed based on failure analysis.